Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of ligafix screws, the source of the defect cannot be attributed to the manufacturing conditions. Based on the information provided, it seems that the screw broke as it was being screwed in because the trajectory diverged from the tunnel axis, which led to the generation of high flexural and torsional stress in the body of the screw, especially as it crossed the cortex and as the cone head was inserted inside the tunnel. These stresses caused deformation to the screw recess, which is almost inexistent at the tip of the screw recess and maximal at the head of the screw. This deformation is thus greater than the yield point of duosorb, which caused the screw to rupture. The fact that the screw followed a trajectory which diverged from the tunnel axis could be due to the fact that the tunnel was only partially tapped.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. "There was no problem with installing pullup, however, during insertion of ligafix 60, the neck screw is broken at its head. The inserted screw can't be taken out, the result will be evaluated in six weeks time. The cause of the screw to be broken is unknown."